Event description:
Additional information received that event occurred prior to thyroidectomy procedure, the nim vital was replaced and the procedure was completed with a different system without issue. There was no patient involved.

Manufacturer narrative:
B5: was updated. H3: analysis for product ID nim4cm)1 could not verify 'error code message.' Failure due to the pis:((B)(6)). Unit presented with sw:(v1.6.4) and a low battery charge. Analysis of product ID nim4cpb1 serial number: (B)(6) unit presented with sw:(v1.6.4), fully charged batteries, and a reverse orientation cable connection failure due to a defective main pcba. Analysis for product ID nim4cpb1 serial number:(B)(6) verified 'error code message.' Unit presented with sw:(v1.6.4), fully charged batteries, and a defective stim pcba. H6: previously submitted codes fdm b17, fdr c20 and fdc d16 are no longer applicable. Fdr c0201 and fdc d1102 is applicable for product ID nim4cpb1 serial number: (B)(6) and serial number:(B)(6). Additional code imf f24 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim vital system experienced multiple issues, including an "out of measurement range - calibrating" message occurring sporadically without the ability to clear it, and an electrode check that spun for many minutes without progress. These issues were observed without any monopolar energy present and for no clear reason. The problems were recreated twice using a sales rep. Patient simulator. The system and patient interface boxes were tethered via a patient interface cable and were running software version 1.6.4. Troubleshooting attempts, including a facetime call with a technical expert, were unsuccessful. There was no known patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: additional code img g02005 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6), and product ID: nim4cpb1, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.